Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms noted during testing. Pump trace download analysis confirmed the insulin pump alarmed power error alarms. The power management tool confirmed power error 25 alarms was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling serial number label, faded serial number label, peeling end cap address label and slight corrosion in battery tube.

Event description:
The customer reported via phone call that insulin pump had power error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.